Event description:
A patient death was reported. The patient experienced metastatic breast cancer. It was noted pre-existing condition; worsening or exacerbation. No signs or symptoms were noted. The pump was delivering dilaudid, droperidol, baclofen and bupivacaine.

Manufacturer narrative:
Personal therapy manager: model# 8835, serial# (b)(4; catheter: model# 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk; accessory: model# 8591-38, lot# c60391. (B)(4). Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed a hole (or torn catheter) caused by metal pin of pump connector poking through.